Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported impedance issue and subsequent delay remains unknown.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, during ablation, impedance readings were disturbed and the catheters on the map would shift and jump resulting in a procedure delay. The display workstation and amplifier were restarted, then the left leg and system reference patches were replaced and revalidated. The catheter was also replaced and the issue resolved. The procedure was completed with no adverse patient consequences.